Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice for high blood glucose. The customer was hospitalized on (B)(6) 2018 and (B)(6) 2018 for an unknown period at both hospitalizations. Customer reported symptoms of vomiting and diabetic ketoacidosis. Customer does not recall if the infusion set cannula was bent or not. The customer changed the reservoir and infusion set. Blood glucose reading was over 300 mg/dl. The customer is not sure if they were in auto mode at time hospitalizations. The insulin pump will not be returned for analysis. No product is expected to return for analysis.